Manufacturer narrative:
H.6. Investigation: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign material with the incident lot was observed. Fm in the tube appears to be a piece of burnt silica. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated "the following issue was found in tubes: foreign matter in tube ×1."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated, "the following issue was found in tubes: foreign matter in tube ×1."